Event description:
Caller states the pt tested 5.6 inr on the coaguchek xs system and 3.6 inr on a comparison lab. Pt was advised to hold coumadin for one day based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.